Event description:
It was reported the pt['s scs ipg is unable to communicate with the charger. The pt is pending a f/u with an sjm rep to evaluate the issue.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.